Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery (sfa). A 6.00mm / 2.0cm / 135cm peripheral cutting balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured with a pinhole rupture. The balloon was removed without difficulty. The procedure was completed using a 5.0 mm pcb balloon followed by a ranger drug-coated balloon. No patient complications were reported as a result of this event.